Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has allegedly slept with the device and woke up with burns around the nose area and upper lip. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown brown contamination on the outside of the enclosure under the door panel near where the filter would sit. Unknown white and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air input of the blower box. Small black fibers or hairs were at the air input of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal, black contamination, consistent with keratin, at the air outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 7 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observe dust/dirt contamination in the airpath and was not able to confirm the complaint or address the symptoms specified.